Event description:
It was initially reported that the patient was reporting lack of efficacy and that the patient's parents had requested that the device not be replaced upon battery depletion. It was later reported that the patient was having an increase in seizures since the treatment of the patient had been transferred to the current physician. The patient has received treatment from two other physicians. Pre-vns baseline levels are unknown for this patient and the seizures have fluctuated over time since patient has began treatment of seizures. The current treating physician feels that the patient is just not responding to vns therapy despite programming changes and adjustments to AED medications. There is no suspected device failure. The relationship between the increase in seizures and vns therapy is unknown at this time.